Event description:
Customer reported potential biohazard spill while using the coulter lh 500 hematology analyzer. The waste pick up tube was generating foam that spilled out of the container. Approx 100 ml of biohazard waste spilled from the container before the instrument generated the waste full alarm. Operators wore personal protective equipment. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
Per product labeling, beckman coulter urges customers to comply with all national health and safety standards such as the use of barrier protection. The following warning appears in the labeling: "biohazardous contamination can occur from contact with the waste container and its associated tubing if not handled with care. Avoid skin contact. Clean up spills immediately. Dispose of the contents of the waste container in accordance with local environmental regulations and with acceptable laboratory procedures." On (B)(4) 2008, field service evaluated the problem and corrected the analyzer's performance related to the detection of waste level and verified performance. Root cause is unk, but may be related to the correction performed by the field service engineer. This reportable event identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.